Event description:
The catheter was flushed with saline three days after insertion. During this procedure the nurse discovered a small leakage from one of the connectors. No other information provided.